Event description:
Caller reported a cgm error and contacted support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the cgm error did not reoccur, and the caller successfully started their sensor session.